Event description:
It was reported by service report that the inner and outer siderail panels were broken / cracked, and standard foot panel (cp) on the footboard was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken/cracked inner and outer siderail panels and broken standard foot panel (cp) on the footboard.